Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of leakage was confirmed. Upon inspection of the device, it was observed that it was observed that there was presence of foreign material on the distal end rubber coating (a-rubber) and the connecting tube (c-tube). Connecting tube has pocket-pouch scratches. Other observations for the device are: leakage between up/down and right /left knobs; angulation shaft is deformed; light guide lens has crack; distal end cover (c-cover) has scratches; a-rubber glue is chipped and has dust; and bending tube is shortened. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer returned the device for evaluation and repair for the issue of leakage. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that there was presence of foreign material on the distal end rubber coating (a-rubber) and the connecting tube (c-tube) after reprocessing. Connecting tube has pocket-pouch scratches. This medwatch is being submitted for the issue of foreign material found on the a-rubber and c-tube as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the bending section cover (a-rubber) glue and insertion tube were damaged during user handling of the device and foreign material adhered to the damaged locations. The root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscope.¿ ¿do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the cable can result.¿ olympus will continue to monitor field performance for this device.